Event description:
The reporter stated that the surgeon had inserted a single piece silicone lens model aa4204vl into the patient's eye and noticed the lens was torn and removed the lens without enlarging the incision. No patient injury.